Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular (lv) lead pacing, was not delivered when required. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.